Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: UDI#: see h3- analysis of the recharger wr92009 (serial no# (B)(6) revealed "led's scroll continuously and device is unresponsive". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for call was recharger lights are scrolling up and down when in the dock and when taken out of the dock there are no lights. Caller states they have tried resetting the recharger but this did not resolve the issue. The issue was not resolved through troubleshooting. A replacement recharger will be mailed to the patient. No patient symptoms or further complications were reported as a result of this event. 2024-06-19 e1, e2 (rep): additional information received from the manufacturer¿s representative (rep) reported the cause of the scrolling lights wasn¿t determined. The patient received a new recharger to resolve the issue. 2024-07-01 e3 (rep): no new information.